Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose reading showed ¿High¿ at the time of the event, with no specific value known. Customer treated high blood glucose with a correction injection using multiple daily injections, used multiple daily injections as backup therapy. Technical Support arranged a replacement pump.